Event description:
Reporter stated that, while priming a new infusion set, insulin sprayed out of the tubing. Caller disconnected the infusion set from the adapter, and re-primed. They stated that the insulin dripped out at an unusually rapid pace. Pt's blood glucose was not affected, as they had already switched to insulin injections.